Manufacturer narrative:
An ipg explant/replacement due to a recharge burden issue was reported to abbott. Ipg required more frequent charging. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and event information. Date of event is unknown. Patient weight is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing increased recharge burden. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.